Manufacturer narrative:
This report is submitted on january 5, 2023.

Event description:
Per the clinic, the patient developed a wound dehiscence and infection at the implant site (date not reported). Subsequently, the patient was treated with oral and topical antibiotics and underwent a skin flap revision surgery on (B)(6) 2022. However, the issue did not resolve. The patient developed an infection again on (B)(6) 2022, and was treated with oral, topical and IV antibiotics. The patient was placed under general anaesthesia on (B)(6) 2022, in order to explant the device. It is unknown if there are plans to reimplant the patient as of the date of this report.